Event description:
Alleged event: it was reported that the stapler released multiple clips at the same time. There was no reported patient injury.

Manufacturer narrative:
The device history record review could not be conducted since the lot number was not provided. The device has been returned to the manufacturer however the investigation report has not been submitted at the time of this report. The manufacturer will continue to monitor and trend related complaints.